Manufacturer narrative:
The returned customer test strips were measured with a retention meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results (qc range = 2.8 - 4.2 inr): qc 1: 3.2 inr, qc 2: 3.2 inr. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs pro meter serial number (B)(4) compared to the laboratory method using a stago analyzer with neoplastine reagent. The customer provided questionable inr results for two patients. The following information and data apply to patient 1: on (B)(6) 2019 the meter result was 6.2 inr and the laboratory result was 3.6 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient dosage was held based on the laboratory result. The patient has had dose changes. The patient has changed from lasix to bumex and possibly has new illnesses. The following information and data apply to patient 2: on (B)(6) 2019 at 11:40 am the result from the meter was 3.7 inr. The laboratory result from a sample collected at 12:30 pm was 2.8 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient had skipped their coumadin dosage on the night (B)(6) 2019. The doctor based the patient's coumadin dosage based on the laboratory result. The patient is on a low carbohydrate diet. There were no allegations of any adverse events for either patient. The customer's test strips were returned.